Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated. A f/u report will be submitted with the results of the investigation once it has been completed.

Event description:
Customer reported a set was leaking and cracked. Customer reported when changing tpn/lipids tubing was found to be in two pieces. Customer states no further pt or event info is available. No pt harm or intervention required.